Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea ventilator alarmed ventilator inoperable, loss of gas, low peep (positive end-expiratory pressure) low minute ventilation (ve), low frequency inspiration oxygen (fio2), and invalid gas ID when the unit was powered on. The customer confirmed that there is no patient involvement associated with the reported event.